Manufacturer narrative:
The customer sent 3 plasma samples from the patients back to the siemens (B)(4) site for investigation. Customer returned samples were tested for interference with heterophylic antibodies and the results were inconclusive.

Event description:
A customer from (B)(6) reported elevated troponin values of 0.43 ng/ml & 0.45 ng/ml on 2 different stratus cs instruments, sn (B)(4), respectively. Both troponin values were from the same patient, but were different draws - 15:29 & 17:44. Another sample from the patient was tested on the vitros analyzer and returned a result of <= 0.04 ng/ml. There was no report of serious injury due to this event.